Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) observed that system it is showing low vacuum and system failure alarm. Checked problem found with drive assembly, so that has to replace. Replaced new drive assembly then checked system with demo balloon and trainer it is working fine and ready to use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) showed a low vacuum error and system failure issue. There was no patient involvement reported.